Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No PMA/510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Concomitant med products: asr acetabular implant 46; depuy asr xl fem imp size 41; taper sleeve adapter 12/14 +2; corail2 std size 8 stem.

Event description:
Asr index procedure/revision; left hip; asr xl; reason for revision: pain, alval and soft tissue reaction. Doi: (B)(6) 2009; dor: (B)(6) 2018; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.